Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced discrepancy between sensor glucose and blood glucose and calibration not accepted. The customer¿s sensor glucose value was 15 mmol/l while blood glucose value was 5.3 mmol/l at the time of the incident. During troubleshooting, it was discovered that the sensor had been in use for 1 day and the customer was taking paracetamol. The customer was advised to wait at least 1 hour and consider using alert silence feature during waiting period and if values are stable to calibrate otherwise, wait for an additional hour before calibrating and monitor if issue persists. The customer reported no adverse event. The event involved product(s) mmt-7040c1. No product return is expected for mmt-7040c1.